Event description:
The consumer states, he was just rolling along when the welds allegedly broke on the rollator. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued for the return of the device. The age of the rollator model 65851b (B)(4) is 2 years old. Model 65851r uses owner's manual part no 1148077 revision f (02/09) was referenced for this MDR documentation. It is not known if the consumer fully read, understands and adheres to the user instructions. The following warning is provided. The user instructions part no 1148077 page 1 provides the following warnings and instructions for the consumer read and understand prior to use: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumers height is unknown. A 65851r & 65851b height limits are 5'6' to 6'3". The consumer weights (B)(6) which meets the weight limit of 300lbs. It is unknown if additional loading was involved in the incident. The following warnings are provided. "Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." "The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag." "Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag." "The backrest should always be in place and is not designed to support the total body weight of the user." It is unknown if a physician prescribed this device. The medical condition, stability or medication regimen of the consumer is unknown. The consumers technique using the device is unknown. The following warnings are provided. "The brakes must be in the locked position before using the seat." "All wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced." "When using the rollator in a stationary position, the hand brakes must be locked." The maintenance history of the device is unknown. The following warning is provided. "After installation and before use, ensure that all attaching hardware is tightened securely." It is unknown if the consumer was attempting to reach at the time of the incident. The following warnings are provided "do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage." "Before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object."